Event description:
It was reported that a patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to device fluid loss, its source was not identified. All components of the existing aus were explanted and replaced with a new aus. No adverse events were reported and the patient outcome was said to be good.